Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed the settings when trying to perform a blood glucose test. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2-3 weeks ago prior to contacting lfs. The cca was advised the patient manages her diabetes with lantus insulin (19 units) and novolog insulin. The patient continued to take her usual dose of medications. After the alleged issue begun, the patient claimed she felt symptoms of sweaty and shaky. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked the patient through a test to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.